Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a manufacturing record evaluation was performed for the finished device. Part: 472.267s-15 lot:7057p91 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14-aug-2023 manufacturing site:jabil bettlach expiry date:01-aug-2033 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2024. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient experienced pain due to a broken nail. The patient was initially implanted with a nail due to a femoral neck fracture on (B)(6) 2024. In the beginning of (B)(6) the patient felt a gradual and later steadily increasing pain in the area of incision. An examination revealed a slight displacement of the implant as the cause of the pain. In the days that followed, the pain continued to increase, and on (B)(6) 2024 the patient visited the emergency room again. After several x-ray and CT examinations, a fracture of the implant due to material failure was finally detected. On (B)(6) 2024, the patient was admitted to the hospital and the following day the broken nail was replaced with a larger one. This second operation was only necessary due to the nail failure and it is now followed by a new rehabilitation from mid-(B)(6). This report involves one (1) pfna12 130 l240 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, corrected: d4 primary UDI number. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the pfna ã¸12 130â° l240 tan was found broken from the hole at the proximal end through the diagonal slot. Within this area, it can be observed that the outer surface exhibits signs of slight scratches, and it is reasonable to conclude that these scratches were caused during the extraction process. Additionally, the fracture surface was examined and revealed two distinct surface types. Both showed wear on the anterior side. It is unknown if this wear occurred before or after the fracture. A relatively flat area was also observed on the medial and posterior side, covering half of the surface, while the anterior side was irregular with striations or beach marks, indicative of fatigue. This suggests that the final fracture occurred posteriorly. Based on the observed evidence, it is reasonable to conclude the pfna fractured due to low-stress, high cycle fatigue. No postoperative x-rays were provided to confirm the migration of the implant. Therefore, the reported condition can be partially confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pfna ã¸12 130â° l240 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device. Part: 472.267s-15, lot:7057p91. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14-aug-2023, manufacturing site:jabil bettlach, expiry date:01-aug-2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.